Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) insyte experienced a hole in the catheter. The following information was provided by the initial reporter: when inserting the catheter in the venous access and beginning to remove the needle in order to advance the catheter, it bends and does not allow the advancement, the catheter is perforated.

Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) insyte experienced a hole in the catheter. The following information was provided by the initial reporter: when inserting the catheter in the venous access and beginning to remove the needle in order to advance the catheter, it bends and does not allow the advancement, the catheter is perforated.

Manufacturer narrative:
Investigation: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process.